Event description:
This pt has complaints of right hip pain. Stating can hardly lift leg when lying down. Pt was admitted for revision of right hip bipolar endoprosthesis. The unipolar head and acetabular system were removed and replaced.